Event description:
It was reported that the patient experienced a repeated issue with the insulin cartridge, where a message indicated more insulin needed to be filled, even after it was filled. There was no reported impact to the customer¿s blood glucose level. The issue was resolved independently by the patient, but they were advised to contact customer support during the next refill for step-by-step guidance and clarification.